Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 3.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced adhesive issues with three infusion sets over the past few months. The patient stated that the infusion set patch did not stick to the skin upon insertion. The patient replaced the infusion set and successfully resumed insulin delivery. No further information available.